Event description:
A medtronic ent representative reported a possible l/r flip in navigation during an ent procedure. The surgeon alleged that while navigating on the right ethmoid sinus wall, navigation showed positioning on the left ethmoid sinus wall. The surgeon completed the procedure without the use of the fusion navigation system. No impact on the patient's outcome was reported.

Manufacturer narrative:
Patient weight unavailable from the site. Software has not been evaluated as of the date of this report.